Manufacturer narrative:
Aesculap USA product, not reportable by smith-nephew. Reported in error. Product is not smith-nephew manufactured.

Event description:
It was reported that the grasper failed. The device fragmented while intra abdominal. No patient harm reported. No additional information concerning this event is available.